Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/ perforation') in an adult female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic hysterectomy leaving ovaries,bilat. Salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, autoimmune disorder, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the contrast was administered and was noted to travel through the left fallopian tube; on (B)(6) 2014: bilateral tubal occlusion observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/ perforation') in an adult female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic hysterectomy leaving ovaries,bilat. Salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, autoimmune disorder, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the contrast was administered and was noted to travel through the left fallopian tube; on (B)(6) 2014: bilateral tubal occlusion observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received: product lot number and expiration date of product was added and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/ perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic hysterectomy leaving ovaries). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, autoimmune disorder, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the contrast was administered and was noted to travel through the left fallopian tube; on (B)(6) 2014: bilateral tubal occlusion observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/ perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic hysterectomy leaving ovaries). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, autoimmune disorder, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the contrast was administered and was noted to travel through the left fallopian tube; on (B)(6) 2014: bilateral tubal occlusion observed. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.